Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Found powder bowl cap un removable by hand, replaced cap with new, installed new nozzel grip and pinch tube as preventative measures. Unit also tuned/calibrated and all functions tested.

Event description:
While using a g137 scaler, the powder cap will not come off, there was not enough power and the insert tips were getting hot; no injury resulted.